Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other: the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device will not be returned.

Event description:
It was reported to vyaire medical that the screen of the vela ventilator sometimes stays blank when it was powered on. Moreover, it was stated that sometimes unit won't also turn on. There is no information of patient involvement associated with the event as of this time.